Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 06-sep-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 06-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that patient's trial leads were placed at t8 and an x-ray revealed they had migrated down to t9. Cause was unknown, patient had leads explanted and issue was resolved. No symptoms reported.

Event description:
The ens serial number was reported.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.